Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) extension sets in open packaging were returned in connection with this complaint. A picture of a used extension set showing just the side clamp and tubing was also returned. The returned sets were visually inspected and no defects were found. The sets were then pressure tested per specification with passing results. The returned picture, however, was visually inspected and noted a cut on the tubing near the side clamp. The set was noted to be used and filled with blood. Although the returned sets passed evaluation, the returned picture can be confirmed for the reported defect. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the luer lock connector of the extension line was ripped and blood leaked.